Event description:
It was reported that the patient had a loss of therapeutic effect. A few months ago the patient began having nausea, had an upset stomach, and was not able to eat and it had gotten gradually progressively worse so they thought their device was not working properly. The patient was implanted in 2007 and also experienced nausea back in 2009 or 2010 but they had cancer which they did not know about until it was diagnosed. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).